Manufacturer narrative:
On aug 24, 2023, the mentor failure analysis lab received the device for evaluation. On sep 1, 2023, additional information was received indicating both devices were intact upon explantation. The patient also experienced also experienced a chest injury on the right side (popping sound after being hugged) which may have caused or contributed to the event. The replacement devices were identified as mentor gel breast implants (serial numbers (B)(6). Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant had an area of missing material on the anterior view extending to the posterior view measuring approximately 2.1 x 1.5 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 450cc and experienced capsular contracture baker grade unknown along with rupture on the right side post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2023, additional information was received indicating the patient also experienced capsular contracture baker grade iii on the left side. The date of explantation was identified as (B)(6) 2023. This report is for the right breast prosthesis. See manufacturer report number 1645337-2023-09648 for contralateral side. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).